Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr 20.0 diopter intraocular lens (iol) was implanted in the right eye (od) on (B)(6) 2017. It was later explanted on (B)(6) 2017, due to the patient not being satisfied with the original power, which led to a refractive power change. Reportedly, the patient had residual astigmatism with the symfony lens and was not reading well. The doctor felt the astigmatism was the main cause. Post-operatively, the patient's visual acuity was 20/60 uncorrected and less than j8 near. An incision was slightly enlarged and the iol was cut in 2 pieces and removed. There was no post-operative patient injury reported. The lens was replaced with a zxt300 19.5 diopter iol. No additional information was provided.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 10/06/2017. Device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.